Event description:
The pt stated that "several years ago when she was new to pump therapy", her blood glucose level climbed to "over 600 mg/dl" and was subsequently admitted to the hosp for two days due to ketoacidosis. She stated that, when they removed her infusion device and infusion set when she arrived at the hosp, she observed a "clump" when she looked at the cannula. She believed the material was tissue or fat. She also stated that once the cannula was removed, "back up insulin came out of the site". She stated that she did not observe an occlusion error code although she believed the cannula to be blocked. Once at the hosp, she was given fluids and insulin plus potassium intravenously to "help with the ketosis" and decrease the elevated blood glucose level. At the conclusion of the two day hosp stay, she returned to insulin therapy using the infusion device. The infusion device was returned previously. No product is available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.